Manufacturer narrative:
Approximate age of device- 2 years, 5 months. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired. The cause of death is unknown. No further information was provided.

Manufacturer narrative:
Corrected information: age or date of birth. Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the patient¿s expiration could not be conclusively determined through this evaluation. The patient reportedly expired on (B)(6) 2019 due to unknown causes. No clinical symptoms or device-related issues were reported in association with the event. Multiple attempts for additional information, including product return, were sent to the customer; however, none was provided. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.